Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Surface scratches, scuffs, and dings were observed on the device. The inserter grip is cracked on one side but remains intact. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 31-473601 item name universal inserter/extractor lot # zb140804 110003453 item name g7 curved acet shell inserter lot # 447660 110003453 item name g7 curved acet shell inserter lot # 447660 31-473620 item name bi-metric tapered rmr t-handle lot # 553415 g2: foreign: canada multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02704 the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the device was flagged as broken. There is no additional information available at the time of this report.